Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that their upper aligner is cutting into their gums and is very painful. The aligners don't seem to fit properly. They have tried filing them down. Provided hh fit tips, updated information. If patient's step 2 fits the same way, stls are poor.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.